Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A clinical affairs director reported an end user experienced an adverse event post procedure in which a nanoknife system was used. As reported: right posterior peripheral zone lesion ablated with 5 ire electrodes. 3 weeks later patient presents with dysuria and urine leaking from rectum during urination. Cystoscope completed; fistula/ defect from prostatic urethra to rectum unable to be visualized. Uti also noted post ire procedure. Urethrorectal fistula diagnosed due to urine leaking from rectum during urination. Conservative management provided. Plan is to keep foley catheter insitu for 4 weeks to allow fistula to close. Will reassess at 4 weeks and if still present will refer to colorectal reconstruction surgeon for management and surgical correction. Physician states unsure of direct cause of fistula. Possible cause from uti, repeated electrode placement in posterior aspect of gland, from ablation or all contributing factors. Will inform angiodynamics upon reassessment of patient in 4 weeks.

Manufacturer narrative:
The customer's reported complaint description of patient fistula serious adverse event (sae) cannot be confirmed given the patient centric nature of this event. No nanoknife probe devices were returned for evaluation since there was no reported complaint of nanoknife system malfunction or performance issue during the procedure. The reported fistula serious adverse event is listed in the device directions for use as potential adverse effects that may be associated with the use of the nanoknife system, i.e. Damage to critical anatomical structure (nerve, vessel, duct), and fistula formation. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use which is supplied to the end use, states: warnings: do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to: arrhythmia, atrial, fibrillation or flutter, bigeminy, bradycardia, heart block or atrioventricular block, paroxysmal supraventricular tachycardia, tachycardia, reflex tachycardia, ventricular tachycardia, ventricular fibrillation, fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hematoma, hemorrhage, hemothorax, infection, muscle contraction pneumothorax , reflex hypertension, unintended mechanical perforation, vagal stimulation, asystole and venous thrombosis. The user manual for the nanoknife generator, states: electrodes that are not parallel to each other may result in an incomplete ablation. Inappropriately positioned electrodes or metal implants in the field may distort the desired ablation field. Avoid unnecessarily high voltage or excessive number of pulses. Avoid short-circuiting the electrodes when delivering pulses. Electrode to electrode contact or electrode to electrode spacing less than 5 mm (millimeters) may result in short circuiting during energy delivery resulting in incomplete ablation. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to the following: arrhythmia, pneumothorax, muscle contraction, hemorrhage, unintended mechanical perforation, infection, bradycardia, vagal stimulation, asystole, damage to critical anatomical structure (nerve, vessel, and/or duct)." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).